Event description:
Treatment of a giant unruptured fusiform aneurysm measuring 53mm located in the right ica (internal carotid artery) to a1 segment. Six devices were used during the procedure out of which the first device was corked and removed due to dislodging during placement into the distal landing zone. Five devices were implanted into the patient to create a construct. The last device (3.75mm x 30mm) was implanted, but twisted during deployment. The physician was able to untwist the device by deploying it into the navien and then finished deployment by pushing it out of the navien with the marksman. Dual anti-platelet therapy was given. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).